Event description:
The customer returned the product for battery compartment problem, during physical inspection it was found that the downstream occlusion (dso) seal was torn. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review and the review of complaints identified that the previous repair may be related to the current complaint. The reported issue of damaged battery compartment was confirmed. Further investigation identified a reportable malfunction where the downstream occlusion (dso) seal was torn. The dso seal was replaced. The device then passed all tests after the repairs.